Event description:
According to the info received, there was a catheter which had a barb/hook on the end. The catheter was used and the user stated he experienced pain (especially upon withdrawal) followed by bleeding.

Manufacturer narrative:
One sample was returned for eval. Visual examination was conducted and a barb was visible on the tip of the catheter. Therefore, this complaint is confirmed as reported.